Event description:
It was reported that the temp-sensing foley catheter was leaking from the connection point of the drainage port to the bag.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable based on additional information received.

Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the temp-sensing foley catheter was leaking from the connection point of the drainage port to the bag

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temp-sensing foley catheter was leaking from the connection point of the drainage port to the bag.